Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "occlusion pressure too high @ 23. 5 psi" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor and downstream tubing guide out of specification. The downstream sensor and downstream tubing guide are required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion pressure too high at 23.5 pounds per square inch. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.